Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that while the patient was in a rehabilitation facility experienced three (3) controller fault alarms from his primary controller. Preliminary analysis of the log files confirmed the controller fault. The site performed a controller exchange for the patient and provided the patient with a replacement device. There was no reported patient injury as a result of this event. The controller was returned to the manufacturer for evaluation. The controller passed visual inspection and functional test and ran without alarm. However, the log file alarm shows a 'controller fault' alarm on (B)(6) 2014 for an aps. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. The manufacturer has an open internal investigation to evaluate these types of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the controller had controller fault alarms. Three alarms occurred on (B)(6) 2014 while the patient was at a rehabilitation facility. The patient was asymptomatic during the alarms and ventricular assist device (vad) parameters were unchanged. An additional controller fault alarm was logged on (B)(6) 2015 and the patient was taken to the hospital clinic. Preliminary analysis of the controller log files confirmed the presence of the alarms. The site performed a controller exchange. The patient was asymptomatic during the exchange and no additional alarms were reported. The device was removed from service and the patient was issued a replacement device. The controller was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.